Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right ventricular lead exhibited pace impedance measurements greater than 2,000 ohms, and elevated thresholds. There was no oversensing observed. Technical services discussed impedance numbers with the field representative. The device remains in service. No adverse patient effects were reported.